Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system atrial capture threshold measurements differ when done manually vs done with the automatic thresholds feature. Technical services (ts) reviewed the case, explained possible reasons for this behavior and did not suggest any potential issues with this case. However, the physician believed there was indeed an anomaly with the ICD system and decided to explant both ICD and right atrial (ra) lead. No information has been provided confirming the explanted products will return. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.